Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery of the explant. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and MFR operating procedures. It was noted that during the initial procedure there was a contaminated field due to leaking ostomy.

Event description:
Matristem surgical mesh device was used as an overlay in the repair of a parastomal hernia on (B)(6) 2014. On (B)(6) 2014, a leak in the illiostomy was identified and a yellow discharge from the surgical site was observed. The surgeon debrided the site and explanted the device on (B)(6), 2014.